Event description:
Event description guidant received information that this pacemaker patient had a syncopal episode and came to the emergency room. The device reached elective replacement indicator on janusry 4, 2006. The field clinical representative called technical services to inquire if the device stores electrograms after it reaches eri. A technical service consultant reported that this device does not store egm's after reaching eri. The device when interrogated was working appropriately. The pacemaker was explanted. It is included in the pdm field advisory.